Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b3 h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: anand v, kunak k, chatterjee s.k. Study on treatment of diaphyseal fractures of the femur in children with titanium elastic nails. 2024 mar 26. Objective/methods/study data: the purpose of the study is to evaluate the effectiveness of treating diaphyseal fractures in children using titanium elastic nails or ten. Between 2019 to july 2020, a total of 15 pediatric patients (9 males and 6 females) between age groups of 6 to 15 years with femur fracture were included in the study. These patients were treated with ten. The follow-up period was done after 6-12 months postoperatively. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: synthes titanium elastic nail. Adverse event(s) and provided interventions possibly associated with unk - elastic nails: titanium (qty: 1): 1 case of the prominent tip of titanium elastic nail was found protruding just beneath the skin over the anterolateral part just above the knee and patient subsequently was taken for implant extraction. Adverse event(s) and provided interventions possibly associated with unk - constructs: titanium elastic nail (qty: 20): 12 cases of limb lengthening less than <5mm. No intervention provided. 5 cases of limb shortening less than <5mm. No intervention provided. 3 cases were mobilized at slight delay because of associated co morbidities at 1 week. No intervention provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.